Manufacturer narrative:
Pump passed the stop current test , run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm noted. Pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed failed battery test. The customer¿s blood glucose level was 455 mg/dl at the time of the incident. The customer reported that the batteries were not lasting more than a few days and her blood glucose has been running high frequently when she wakes up. The customer did not receive failed battery test after replacing new battery. The customer was advised to monitor the pump and a replacement battery cap will be sent as a courtesy to rule out any possible issues with the battery cap. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.